Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l10c, part # 659180, and serial # (B)(6). Problem statement: customer reported complaint on the instrument leaking waste without bleach outside of the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 21oct2019 to date 21oct2020. Complaint trend: there are 2 complaints related to the above problem; pr# (B)(4) and this one, (B)(4). Date range from 21oct2019 to date 21oct2020. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the instrument leaking waste without bleach outside of the instrument was due to a worn waste connector. The fse (field service engineer) went onsite and confirmed that the leakage was due to a damaged male waste line connector and replaced the part. No parts were requested for evaluation as the part was not returnable and was discarded. Although leakages of waste outside of the instrument poses a risk of exposure to hazardous material to the customer, there was no contact with the waste material nor any other injuries as a result of this issue. After the repair the instrument was confirmed to no longer be leaking and was working as intended. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2018 . Defective part number: n/a. Work order notes: subject / reported: liquid is leaking from the left side of the device body. Problem description: liquid is leaking from the left side of the device body. Work performed: replace the connector. Confirm that there is no liquid leakage. Cause: I confirmed the phenomenon. Liquid leaked due to damage to the waste liquid line connector (male) connected to the lyric body. Solution: replace the connector. (Use user equipment) confirm that there is no liquid leakage. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # (B)(4), rev. 03/vers. I, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes/ no. Tfs: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: damage to instrument. Risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Waste cap removed interlock. Req link (tfs ID): (B)(4) shielding. Implementation verification: (B)(4). Effectiveness verification: (B)(4). Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient, yes/no? Root cause: based on the investigation results the root cause was due to a damaged waste line connector. Conclusion: based on the investigation results, the root cause of the instrument leaking waste without bleach was a worn waste line connector. The fse replaced this connector and confirmed that the instrument was working as intended after the repair. No one was harmed or injured due to this issue and no medical diagnosis was performed due to this leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that while using bd facslyric¿ the waste line leaked outside of instrument. The following information was provided by the initial reporter: liquid is leaking from the left side of the device body please confirm the safety check below. 1. What is the source of leak -- waste line or non-waste line? Waste line. 2. If waste line, please confirm whether it is mixed with bleach or decontaminate ? Unknown. 3. Was the customer/bd personnel physically in contact with the fluid? No. Please confirm the safety check below. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facslyric¿ the waste line leaked outside of instrument. The following information was provided by the initial reporter: liquid is leaking from the left side of the device body. Please confirm the safety check below. What is the source of leak -- waste line or non-waste line? Waste line. If waste line, please confirm whether it is mixed with bleach or decontaminate? Unknown. Was the customer/bd personnel physically in contact with the fluid? No. Please confirm the safety check below. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.